Event description:
It was reported that the tip detached. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10 mm x 2.75 mm wolverine coronary cutting balloon was selected for use. After unpacking, the protective core was remove and the tip came off along with it. When the wire was attempted to be inserted, it was noticed that the tip was missing. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: the device was returned for analysis. A visual and tactile inspection and microscopic examination was performed. Multiple kinks were identified along the hypotube. The shaft polymer extrusion dhaft showed no kinks or damages. Examination identified that the distal tip had detached. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon was folded. No other damages were present along the device.

Event description:
It was reported that the tip detached. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10 mm x 2.75 mm wolverine coronary cutting balloon was selected for use. After unpacking, the protective core was remove and the tip came off along with it. When the wire was attempted to be inserted, it was noticed that the tip was missing. The procedure was completed with another of the same device. No patient complications reported.